Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2023. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head in a vice") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2012, she experienced headache (seriousness criterion medically important), migraine with aura ("migrainesmigraine with a very violent aura 2 years ago with barely avoided traffic accident/longer and more violent migraines"), memory impairment ("memory and concentration issues"), disturbance in attention ("memory and concentration issues"), deafness ("hearing loss"), loss of libido ("loss of libido"), depression ("depression") and hypoaesthesia ("feet and left-hand numbness"). On unknown dates she experienced arthralgia ("joint pain") and fatigue ("excessive fatigue"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine with aura, arthralgia, fatigue, memory impairment, disturbance in attention, deafness, loss of libido, depression, hypoaesthesia or headache. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head in a vice") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2012 she experienced headache (seriousness criterion medically important), migraine ("migrainesmigraine with a very violent aura 2 years ago with barely avoided traffic accident/ longer and more violent migraines"), memory impairment ("memory and concentration issues"), disturbance in attention ("memory and concentration issues"), deafness ("hearing loss"), loss of libido ("loss of libido"), depression ("depression") and hypoaesthesia ("feet and left-hand numbness"). On unknown dates she experienced arthralgia ("joint pain") and fatigue ("excessive fatigue"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine, arthralgia, fatigue, memory impairment, disturbance in attention, deafness, loss of libido, depression, hypoaesthesia or headache. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.